Manufacturer narrative:
(B)(4). Device not returned to manufacturer for evaluation.

Event description:
It was reported that the bellatek healing abutment (B)(4) would not seat onto the implant.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection. A visual inspection revealed minimal wear about the collar and threading. The healing abutment was functionally tested with a mating implant. The abutments successfully engaged and seated onto the implant as intended. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. For compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document. The alleged complaint is unconfirmed. (B)(4).